Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the first follow-up, three months after implant, it was noted that the right ventricular (rv) lead pacing threshold measurements were elevated around 6v. R-wave amplitudes were decreased at 5mv, but impedances were stable. A chest radiograph showed the rv lead had migrated since implant. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Outer insulation integrity testing was also completed and did not pass at a location where the lead was cut during the explant procedure. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.